Event description:
An epidural medication was ordered to be given as an epidural, but was given through an infusion pump. Once discovered, the medication was discontinued. The patient's vital signs were stable, and patient had no complaints. We are concerned that there needs to be a difference in the tubing for epidurals and infusion pumps.